Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2022) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, five months and one day post a port placement procedure in the right chest wall via internal jugular vein, the catheter was allegedly found to be broken. Furthermore, there was an infusion leakage with swelling. It was further reported that the infusion port was removed. There was no reported patient injury.

Event description:
It was reported that three years, five months, and one day post a port placement in the right chest wall via the internal jugular vein, the catheter was allegedly found to be completely broken, and part of the catheter was allegedly in the patient's body. Furthermore, it was noted that there was allegedly an infusion leakage with localized swelling. Reportedly, the infusion port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows one powerport attached to the catheter and one broken part of the catheter. The second photo shows two broken segments of MRI powerport catheter. A complete diagonal break was noted on the ends of both the segments. The edges were noted to be uneven. Therefore, the investigation is confirmed for the reported fracture. Material separation and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.